Manufacturer narrative:
Event summary: a pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation for the device could not be conducted since the serial number of the device is unknown. There is insufficient information regarding the reported "abnormal appearance" event. As a result, the reported event could not be confirmed. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ventricular assist device (vad) driveline appeared abnormal. The vad remains in use. No patient c omplications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.